Event description:
Same case as MFR report #: 2134265-2009-02753. Clinical trial. It was reported that following a coronary artery drug eluting stent treatment procedure the patient developed in-stent restenosis. The patient has a promus stent placed in the mid rca (right coronary artery) and a 4.0x8mm taxus liberte stent placed in the proximal lad (left anterior descending). A reintervention of the distal lad due to restenosis of a previously placed unknown stent was performed. Asa was also noted to be discontinued due to anemia. The patient remained on clopidogrel. Additional information has been requested, but has not been received.

Manufacturer narrative:
Event in 2009. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.